Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: høvik ø, aamodt a, amlie e, sivertsen ea. Increased risk of intraoperative and early postoperative periprosthetic femoral fracture with compaction compared with broaching in cementless tha: a single-center study of 6,788 hips. Acta orthop. 2024 sep 6;95:492-497. Doi: 10.2340/17453674.2024.41341. Pmid: 39239991; pmcid: pmc11378731. Objective/methods/study data: the aim of this retrospective and prospective study was to compare the fracture risk within the first 90 days following uncemented tha between compaction and broaching with toothed instruments. Between november 2009 and may 2023, a total of 6,788 patients (2,289 male and 4,499) were included in the study. These patients were categorized into two groups. Broaching group consist of 2,872 patients (1,028 male and 1,844 female) with a mean age of 63.4 (9.5) while compaction group consist of 3,916 patients (1,261 male and 2,655) with a mean age of 66.2 (10.1). The corail stem (depuy synthes, warsaw, in, USA) was introduced as the standard femoral implant in the department for all primary thas in november 2009 and smooth instruments were used to prepare the femoral canal in all primary procedures until march 23, 2017, when all the instruments were exchanged for toothed broaches. This date serves to separate the thas using the 2 different techniques. The standard acetabular component was initially reflection (smith & nephew inc, memphis, tn, USA). This was changed to r3 (smith & nephew inc, memphis, tn, USA) in october 2015 and again to trident (non-depuy product) in april 2019. Follow-up were unknown. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes corail stem. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct corail (qty 129). -129 reported cases of fractures (18 cases located at the trochanter, 73 cases located at the medial cortex of the femoral neck and 38 cases located at the femur distal to the femoral neck. ) of these cases 67 cases had initial surgical treatment, 24 cases had reoperation and 38 cases had nonoperative treatment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.